Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Correction: section a4 patient weight should have included 180 pounds in additional report 2. This correction is reflected in this additional report 4.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation. In turn, reprogramming was unable to resolve the issue. The patient last felt effective stimulation approximately six months ago. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.